Event description:
It was reported that stent damage occurred. During preparation, a 2.25x16mm promus premier¿ stent was selected. Upon pulling the stent out of the package, it was noticed that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).